Event description:
Syringe leaked into insulin pump. Blood glucose level 317.

Manufacturer narrative:
Problem is currently found in two separate lots of the glucopro syringe: (B)(4). Both lots have been recalled, but we have not yet received a recall number.